Manufacturer narrative:
Trackwise ID (B)(4). Updated section: b4, d10, g4, g7, h2, h3 h6, h10. The lot # 3000327603 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 873243. The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 wasn't working. The device timed out and would not restart or burn/cut tissue. The power supply was set at 3.5. The procedure required a new device and a new hemp pro box (energy source). There was a procedural delay. No injury was reported.